Manufacturer narrative:
Health impact updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when performing a 12 lead, only lead 2 is shown. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.